Event description:
It was reported that the patient experienced a fall about eight months ago. Prior to the patients fall, the patients leg pain had resolved since the indirect decompression (ID) spacer was implanted five years ago. However after the fall, the patients pain returned in her legs. An x-ray was performed to evaluate the position of the patients spacers. The physician determined that the spacer had moved posterior and the patient underwent a revision procedure to reposition the spacer. The patient was doing well postoperatively.

Event description:
It was reported that the patient experienced a fall about eight months ago. Prior to the patients fall, the patients leg pain had resolved since the indirect decompression (ID) spacer was implanted five years ago. However after the fall, the patients pain returned in her legs. An x-ray was performed to evaluate the position of the patients spacers. The physician determined that the spacer had moved posterior and the patient underwent a revision procedure to reposition the spacer. The patient was doing well postoperatively.